Event description:
During a procedure the surgeon loaded a spacer, packed it with graft and began to insert it into the patient, tapping lightly. On the second tap, the entire anterior portion of the spacer broke off. Since the markers were protruding from the remaining portion, the surgeon elected to remove the entire spacer. He used another spacer and completed the procedure with no further complications.